Event description:
No RMA was issued, the cable is not expected to be returned. The customer set up two ventrix monitors on one IV pole. The extenstion cable connects between the catheter and the ventrix monitor. The customer is using nl950-p catheters. The first set-up gave an error reading on the monitor. The nl950-ec2 cable was changed but error reading e02 and e06 was displayed. According to package insert, e02 indicates the catheter was reconnected to a different icp monitor than originally used to zero the catheter. This is possible with the two ventrix monitors on the IV pole. The nl950-p catheter was replaced and used with the second nl950-ec2 cable. The first nl950-p catheter was discarded. No patient injury was reported. The customer's biomedical representative determined the nl950-ec2 cable was defective. The surgeon had routinely clamped the fiberoptic cable and has mentioned he is dis-satisfied with the ventrix monitors. The sales representative has suggested replacing the ventrix monitors with mpm monitors to use with 110-4b and 110-4g catheters instead of the ventrix catheters.